Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, there was intermittently loose connection with the bluetooth connection between the application on the (B)(6) and the g5 transmitter. No additional event or patient information is available.